Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped, resulting in a cracked touchscreen; the screen remained usable, there was no injury, no difficulty using the device afterward, and the device will be synced before return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.